Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 30-apr-2025, UDI#: (B)(4). Analysis of tm90t0 identified the micro usb port/hub is visually damaged (micro usb port bracket broken and burnt l3 on charge board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that the communicator would not charge to the wall since last night. Patient tried a different outlet and cord. Agent walked patient through resetting communicator. The issue was not resolved through troubleshooting. A request was sent to the repair department.